Event description:
During cardiac catheterization, after initial deployment of a vision stent, there was severe chest pain with a coronary rupture. While the vision balloon was inflated to block rupture, a 4.0/12mm graftmaster covered stent was prepped. The vision balloon was deflated and withdrawn. The graftmaster covered stent was advanced and placed so as to cover the proximal edge of vision stent and location of rupture. Despite multiple attempts, the balloon to the graftmaster covered stent would not inflate. Hence the stent did not deploy.